Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a skin breakdown with some indentations. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse removed the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.